Event description:
It was reported that during a lap nephrectomy procedure, the ultrasonic shears did not work in variable mode, only in full mode, with subsequent hemostatic problem during gerota's (facsia) dissection. There was no reported pt consequence.